Event description:
I had braces, and it is very bad effect to my body health and mental health. It destroys my teeth that my teeth and gum looks very ugly. It made me mentally very unstable, and can not study, concentrate, and live by myself. I can not do what I can do before like go to school or eat. The dental braces totally destroyed my healthy life. Can not go to school or study. Very hard to communicate to someone due to destructive mental health. Dates of use: (B)(6) 2014 - (B)(6) 2015.